Event description:
It was reported to philips that the device had a failed processor pca board. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by a philips authorized service personnel (asp) and it was determined that the processor board will need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor board . The processor board was replaced to resolve the reported issue and the device was returned to service. The device remains at the customer site and no further evaluation is required at this time.